Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the handheld would unexpectedly shutdown after 60 seconds of being powered on. It was noted there were no alarms or error messages. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. Further testing concluded that the touchscreen did not respond to user input choices. The device was able to obtain readings from sensor and tester. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.